Manufacturer narrative:
The ge rep performed an on site investigation. The circuit board was replaced in the hard drive. The system was then found to be operating as intended.

Event description:
The customer reported the system monitor displayed a square shaped mark that kept flowing from left to right across the screen and the system failed to boot up properly. No report of pt injury.